Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: the cause of the ischemia was unable to be determined due to insufficient clinical details. The cause of the arrhythmia was unable to be determined due to insufficient clinical details. The cause of the unable to place or position was most likely patient related based on clinical noting patient has notably small left ventricle (lv) cavity.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported that a patient was attempted to be placed on an impella cp via left femoral artery in cardiac catheterization laboratory for mechanical circulatory support. A double pre-close was placed prior to a 14 french peel away introducer. The patient had notable small vasculature requiring proactive femorofemoral bypass to prevent distal limb ischemia. The patient was cannulated for peripheral venoarterial extracorporeal membrane oxygenation. Bilateral antegrade 6 french arrow sheaths were placed prior to arterial extracorporeal membrane oxygenation (ECMO) cannula and 14 french peel-away introducer. Under fluoroscopy, contrast dye was administered and there was no flow noted distal to the 14 french peel away. The device was then inserted via abiomed best practice. Under fluoroscopy, the left ventricle (lv) cavity was noted to be small and the device was unable to be positioned appropriately. Support was initiated. Echocardiography was then performed to assess proper placement of the impella cp. The device was very shallow with inflow at the aortic valve annulus. It was unable to be advanced due to worsening arrhythmias and notably small lv cavity. The device was not stable, migrating back and forth across the aortic valve. Due to the worsening limb ischemia and lv anatomy, the decision was to explant the impella cp. The peel away introducer remained in place. Vascular surgery was consulted for surgical removal and cutdown/repair. They were unable to have surgical repair due to interference of venous ECMO cannula in the left femoral vein. A distal perfusion catheter was left in place from the 14 french peel away via femorofemoral bypass. Removal and manual pressure was to be applied in the cardiac care unit. This is one of two related reports. This report addresses the impella cp and another report will be submitted to address the introducer.

Manufacturer narrative:
D9 device was received and date received was added. H6 updated codes to reflect the device was received. H10 added related report number. H11 updated additional manufacturer narrative to reflect that the device was received. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.